Event description:
The facility reported a pump involved with an overinfusion. This problem was identified during patient use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA august 1, 2007. Evaluation summary: the reported condition of overinfusion was not confirmed and could not be duplicated during evaluation. Accuracy test were performed and all values were within specification. No further correction was made concerning this event.